Manufacturer narrative:
The customer reported that the central nurse's station (cns) was intermittently going into communication loss, each time for about 2-3 minutes duration. The customer also reported that during the initial comm loss, the cns would seem sluggish in operation and that, when left alone, it would start operating at normal speed and come out of comm loss. Nihon kohden technical services (nk ts) inquired about the last time they changed the hard drives, which they think had not been since the device was purchased. Nk ts walked the customer through the process of swapping the hard drives, which resolved the issue. No patient harm or injury was reported. No further assistance is required at this time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was intermittently going into communication loss, each time for about 2-3 minutes duration. The customer also reported that during the initial comm loss, the cns would seem sluggish in operation and that, when left alone, it would start operating at normal speed and come out of comm loss.

Manufacturer narrative:
Details of complaint: on 10/2/2019 customer stated that cns device, mu-971ra s/n (B)(6) , was displaying communication loss on 2 or 3 of the 5 monitored devices. During communication loss, cns device appeared to be sluggish in operation. Customer doesn't think the hard drive has been changed since it was put into service on (B)(6) 2008. On 10/3/2019, customer reported that they resolved the issue by replacing the hard drive. Investigation summary cns-9701 service manual, revision f, states that device should undergo periodic maintenance inspection at least once every 6 months. Items to be replaced periodically include hard disk drives and cooling fan chassis. These items are to be replaced every 2 years (or 20,000 working hours if user keeps track of the working time). Since customer indicated that the hard drive has not been replaced since placed into service in 2008, the issue is attributable to hard drive needing replacement. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was intermittently going into communication loss, each time for about 2-3 minutes duration. The customer also reported that during the initial comm loss, the cns would seem sluggish in operation and that, when left alone, it would start operating at normal speed and come out of comm loss